Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100059028, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100005244, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue, fluid leak and urinary incontinence are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. During a revision surgery, the physician confirmed fluid loss in the system. The device was explanted and replaced. There were no further patient complications.